Event description:
Manual compression was applied as treatment and the patient was discharged in stable condition a few days later.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast cath introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicted. The fast cath instructions for use (IFU) states that upon removal of the hemostasis introducer, proper precautions should be taken to prevent bleeding.

Event description:
A 6f fast-cath introducer was selected for use on an (B)(6) male patient. The device was inserted in the right femoral artery for a coronary angiography procedure. During the procedure, 6f guiding catheters were unable to be passed through the introducer valve. Extra force was applied while attempting to insert the devices into the introducer. The patient developed a hematoma and pseudoaneurysm.